Manufacturer narrative:
The mouthpiece device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. To prevent patient injury, the device instructions document cautions that the patient¿s teeth be checked before device placement, and recommends that dentures or denture plates be removed. The instructions document also has directions for pre-procedure inspection of the device, including inspection for deformation and damage, and verification of expiration date. The instructions document also cautions that during the procedure the clinician should, ¿monitor patient during use to ensure no injury is caused by the mouthpiece in the oral cavity.¿ also during removal, ¿care should be taken when removing mouthpiece to prevent injury in the oral cavity.¿ to avoid deterioration of the device during storage, ¿store the device in a clean, dry, well ventilated room, maintained at ambient temperature. Do not store the mouthpiece in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the mouthpiece.¿

Event description:
Olympus was informed that during an unknown endoscopic procedure, the mouthpiece device for the unknown model endoscope caused a laceration under the patient¿s tongue. It was reported that the injury was related to the device dimension being too long down into the mouth. There was no excessive bleeding and no further patient intervention.